Event description:
It was reported that patient had an event where their was blockage at infusion set insertion site which leads to high blood glucose level event which was treated by MDI injection on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.